Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgery, the mayfield modified skull clamp (a1059) loosened. The surgeon originally torqued the clamp to 80lbs then the clamp loosened to 60lbs. There was no patient injury reported and delay in surgery is unknown.

Manufacturer narrative:
Additional information received indicates that the patient underwent a posterior cervical fusion. The issue was discovered after the jackson table was rotated supine to prone with patient in pins. There was a 30 minutes surgery delay to trouble shoot and patient had some skin shearing from pins loosening. The mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.